Manufacturer narrative:
Pc-(B)(4). Date sent: 3/11/2022. Batch # unk. Only event year known: 2022 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that the customer ordered probes with spatula, but the products that arrived were probe hooks. The packaging says spatula, but the product inside is hook. Customer did not discover this until they opened the package prior to the case. Customer states that they used the device without issue and there was no apparent consequence to patient. However, given the mismatched packaging and potential safety concerns, they would like replacement products (spatula). No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/29/2022. Investigation summary: no product was returned to ethicon endo surgery for evaluation. A packaging tyvek was returned for analysis. Due to no physical device was returned for analysis we were unable to investigate further that packaging device and packaging identification issue reported. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.